Event description:
It was reported that they were trying to cool a post-cardiac arrest patient but were getting low flow. The flow was 0lpm, inlet pressure was -0.8psi, circulation pump was 100 percentage, circulation vale was 0, pump hours were 6028 and system hours were 6502.4. Nurse stopped therapy, emptied pads, disconnected pads, and started therapy in manual mode. The flow was 1.8lpm, inlet pressure was -7.0psi, circulation pump was 67 percentage. Nurse connected pads one at a time. Left chest pad connected the flow was 0.9lpm, inlet pressure was -7.2psi and circulation pump was 67 percentage. Left thigh pad connected the flow was 1.5lpm, inlet pressure was -7.3psi and circulation pump was 61 percentage. Right chest pad connected the flow was 2.3lpm, inlet pressure was -7.2psi and circulation pump was 82 percentage. Right thigh pad connected the flow was 2.7lpm, inlet pressure was -7.1psi and circulation pump was 91 percentage. Nurse placed the device back in automatic mode and disabled manual mode. The flow 2.2lpm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were trying to cool a post-cardiac arrest patient but were getting low flow. The flow was 0lpm, inlet pressure was -0.8psi, circulation pump was 100 percentage, circulation vale was 0, pump hours were 6028 and system hours were 6502.4. Nurse stopped therapy, emptied pads, disconnected pads, and started therapy in manual mode. The flow was 1.8lpm, inlet pressure was -7.0psi, circulation pump was 67 percentage. Nurse connected pads one at a time. Left chest pad connected the flow was 0.9lpm, inlet pressure was -7.2psi and circulation pump was 67 percentage. Left thigh pad connected the flow was 1.5lpm, inlet pressure was -7.3psi and circulation pump was 61 percentage. Right chest pad connected the flow was 2.3lpm, inlet pressure was -7.2psi and circulation pump was 82 percentage. Right thigh pad connected the flow was 2.7lpm, inlet pressure was -7.1psi and circulation pump was 91 percentage. Nurse placed the device back in automatic mode and disabled manual mode. The flow 2.2lpm.